Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer's blood glucose level was 232 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked case near display window corner, minor scratches on display window, and stained end cap sticker noted.